Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button error and does not work at all. The customer¿s blood glucose level was unknown. The customer also reported insulin pump failed and was unable to shut off the alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify unexpected error message and battery out limit due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on bolus, esc and act. (B)(4).